Event description:
(B)(4). It was reported that the tip broke off during the procedure. The indwelling piece was irrigated out through the previously placed scope. No further complications were reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental MDR will be filed.